Manufacturer narrative:
Report inconclusive. No evaluation could be performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Report is being submitted due to allegation that device failure necessitated medical or surgical intervention to preclude permanent impairment to a body function or permanent damage to a body structure. The user manual contains the following warning ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing, or damaged.¿ we will continue to monitor this complaint type for trends. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "during a procedure, while using a (perforator driver), a ¿puff of black dust¿ was emitted from the (perforator driver) and went into the open wound on the patient. The doctor flushed out the wound and they changed to another (perforator driver), and the same thing happened again." No patient impact reported. On follow - up it was reported "there was no true delay. There was no patient impact during the case other than the black dust falling into the open site. Dr. Stated he would irrigate the site to ensure he has cleaned it of whatever debris he could. His concern is that there may be some time of material that would interfere with MRI in the future if it were gears or bearings that were grinding together to produce the dust. Again, the ado3 did not start initially and then as it did turn, the dust came out." Additionally, there are no plans to undergo an MRI or any type of imaging. The surgical site was irrigated after the second dust exposure. Bacitracin 50,000 units was used to irrigate the wound site. Patient's age, gender and weight were also provided.